Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape buttons dome switch. No unlocked lcd keypad connector noted. All operating currents are within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 501 mg/dl. Customer's blood glucose at time of call was 328 mg/dl. During troubleshooting, customer mentioned the cannula was kinked. Customer mentioned the buttons were difficult to push. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.